Event description:
When a user facility employee initiated a processing cycle on a system 1 e, the cycle aborted for a fill problem; this occurred 3 times. Each time the employee removed the full s40 cup and disposed of the contents by moving the cup to an empty sink, cutting it open and manually rinsing out the contents. There was a complaint of a strong odor. The employee visited employee health, was given a breathing treatment and sent home for the remainder of the day. The employee returned to work on the next scheduled shift and is fine. No procedural delays or cancellations reported.

Manufacturer narrative:
The steris technician inspected the unit and found that the facility's biomedical department had run 3 additional processing cycles prior to his arrival. Two cycles faulted for fill problem and the third cycle completed successfully. Inspection of the cycle tape confirmed the 2 cycles had aborted due to for a fill problem. The technician removed and inspected check valves ck2 and ck3 and found their o-rings to be swollen. The technician replaced both check valves, ran diagnostic and processing cycles, determined that the unit was operational and returned it to service. The user did not follow the directions specified in detail in the system 1e operator manual for manual disposal of full or partially full s40 cups. The operator manual (p. 3-4; 3-5) states: put on protective equipment including chemical resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures...in a deep sink, place a bucket filled with at least 2 gallons (8 l) of warm tap water. With the sterilant container placed upside down on a flat surface, grasp the sterilant container firmly and, using a blunt object (brush handle, marking pen, hemostats, etc,), push the sterilant container-s "pop-out" plug into the sterilant container. Gently shake the contents (dry powders) into the bucket of water. Avoid inhaling or contacting contents. Using a long object suitable for stirring liquids stir the contents until dissolved. Submerge the sterilant container into the bucket containing the dissolved powders. Using a pair of scissors, carefully cut through the lid at the cross cuts and then into the acid capsule. Allow the acid to mix with the water and dissolved powders into the bucket. Avoid standing directly over the bucket or irritation may occur from the peracetic acid vapors". An in-service on proper use and disposal of s40 and proper ppe was conducted on (B)(4) 2013.